Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the evaluation, it is likely that the forceps passage was obstructed due to a deep dent in the bending section, which was most probably due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited no forceps passage due to a deep dent in the bending section. There was no patient involvement.